Manufacturer narrative:
E1: (B)(6). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011990, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011990 was manufactured according to the work instruction (wi) version 82.0, in the multivac 12, on 06/mar/2025, with a total of (B)(4) units. The sub-assembly: assembly the lot 5c00022 was manufactured according to the work instruction (wi) version 29 and assembled in the quickset line, on 06/mar/2025, with a total of (B)(4) units. The lot 5c00023 was manufactured according to the wi version 29 and assembled in the quickset line, on 07/mar/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5b04984 was manufactured according to the wi version 42.0 and manufactured in the line mp04-mp08, on 03/mar/2025, with a total of (B)(4) units. The lot 5b04985 was manufactured according to the wi version 42.0 and manufactured in the line mp04-mp08, on 05/mar/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.